Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Bleeding was observed at the single access site from the orange portion of the peel-away sheath. All attempts were made to reposition and the physician proceeded after discussion about removing peel away and transitioning to a repo sheath one unit of packed red blood cells was administered. The patient continued on support until the device was successfully weaned. The patient outcome was reported as stable.

Event description:
A 74-year-old female patient implanted with impella cp for planned high-risk percutaneous coronary intervention (hrpci). Single-access technique utilized for pci. Bleeding was observed from orange portion of peel away hub. Removal of peel-away sheath discussed, and md declined. One unit prbc given. During support, impella pump recognized as older generation (grey power cable). Pump was disconnected and prime restarted which was successful. Pump flows observed to be lower than expected, with standard measures implemented unsuccessfully. Case completed successfully, and pump removed. Introducer to be coded to major bleed and blood transfusion. Engineering assessment was completed and noted the following: when using impella cp pump, the complainant reported that during support initiation process, impella recognized as old generation with grey power cable, was disconnected and prime restarted which was successful. Lower than expected flows observed in p auto without suction alarm. All attempts made to trouble shoot with after load reduction due to high mean arterial pressure (map), volume given and impella repositioned which was all unsuccessful. Case resumed as is which was successful.

Manufacturer narrative:
Additional information was received, and a clinical assessment was completed and documented in section b5 (event description). Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Related report numbers. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
B.1 product problem was added as it was inadvertently omitted from the initial report that was submitted. B.7 information was added as it was inadvertently omitted from the initial report that was submitted. D.3 manufacturer name should not have contained numbers behind it on the initial report that was submitted. Manufacturer fax. Number was added as it was inadvertently omitted from the initial report that was submitted. D.4 lot number was added as it was inadvertently omitted from the initial report that was submitted. D.9 the device was returned and the date was added. E.1 initial reporter phone and zip code extension were added as they were inadvertently omitted from the initial report that was submitted. H.4 device manufacture date was added as it was inadvertently omitted from the initial report that was submitted. H.6 codes were updated as the device was returned. H.10 related report number was added as it was inadvertently omitted from the initial report that was submitted. The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.